Event description:
An increasing of channels with high impedance has been observed over time. The recipient cannot hear using those channels. No issues are reported on the contralateral side. There are no recent changes in health or medications, and no medical history that might explain the reported symptoms. Re-implantation is considered; however, due to covid-19 situation, the schedule for next steps is going to be delayed.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
An increasing of channels with high impedance has been observed over time. The recipient cannot hear using those channels. No issues are reported on the contra-lateral side. There are no recent changes in health or medications, and no medical history that might explain the reported symptoms. The recipient has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
An increasing of channels in high impedance has been observed over time.